Event description:
It was reported that tube pms plh 13x100 3.5 plbl lim ce did not aspirate from the tube correctly. The following information was provided by the initial reporter: "called on 01/31/2020 at 2:52pm stating, - ¿rep states that tubes may not have a proper alignment as they are not aspirating well in products 365053 and 365054. Tubes were discarded and not sent to testing. No specific date of event, lot or occurrences known. This is just happening with the product in general. Rep wanted to inquire if there was white papers or validation for these products.¿ siemens rep was transferred to us pas bd tech, siemens rep gave tech this information, - the customer is reporting that their customer in france is having trouble with the barricor tubes not aspirating correctly and they are looking for any studies bd may have done to see if tube is compatible with their instrument. We do not have barricor in the us so there are no available white papers you can access. Your counterparts in france may be able to get them. Ask them if the mechanical barrier is moving to interface between the red cells and plasma."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that tube pms plh 13x100 3.5 plbl lim ce did not aspirate from the tube correctly. The following information was provided by the initial reporter: "called on 01/31/2020 at 2:52pm stating, - ¿rep states that tubes may not have a proper alignment as they are not aspirating well in products 365053 and 365054. Tubes were discarded and not sent to testing. No specific date of event, lot or occurrences known. This is just happening with the product in general. Rep wanted to inquire if there was white papers or validation for these products.¿ siemens rep was transferred to us pas bd tech, siemens rep gave tech this information, - the customer is reporting that their customer in (B)(6) is having trouble with the barricor tubes not aspirating correctly and they are looking for any studies bd may have done to see if tube is compatible with their instrument. We do not have barricor in the us so there are no available white papers you can access. Your counterparts in (B)(6) may be able to get them. Ask them if the mechanical barrier is moving to interface between the red cells and plasma."